Event description:
It was reported that the ilet would not power on after being placed on the charger for several hours, and the charging pad indicator was blinking green despite attempts with multiple outlets; a replacement charging pad was arranged for overnight delivery and the patient was instructed to revert to backup therapy until the replacement unit arrives. Customer care provided support that included the user and logistics review for replacement unit. Investigation of this case revealed a suspected malfunction of the charging pad or charging interface, as indicated by the blinking indicator and failure to charge. No symptoms reported. Outcomes included the need to discontinue ilet use and transition to backup therapy without medical intervention. It was concluded that the event was related to a device accessory malfunction affecting charging, and replacement of the charging pad was warranted.